Manufacturer narrative:
(B)(4). A visual examination of the returned device found the basket to be fully retracted and closed. The side car-rx was found to present pushback out of specification. The evaluation concluded that the condition of the returned unit was not consistent with complaint that the basket could not be closed and exposed the distal tip. It is possible the customer was looking at the metal at the distal end of the coil assembly that was exposed due to the side car - rx pushback. The side car-rx pushback is likely due to procedural factors. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the bile duct during a lithotripsy procedure on (B)(6) 2016. According to the complainant, during the procedure under fluoroscopy, it was noticed that the distal tip of the basket was exposed out when it was retracted by the physician. The procedure was continued and completed with this device. Post procedure, the device was removed from the endoscope and was inspected. It was confirmed that the basket did not retract completely and the distal tip exposed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good." This event has been deemed an MDR-reportable event based on investigation results which revealed that the side car-rx presented pushback.